Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone and bupivacaine via an implantable pump for unknown indications for use. It was reported that upon finishing the pump and catheter implant procedure, on (B)(6) 2022, it was noted that a portion of the tunneled catheter was outside the skin on the left flank.  An additional incision was made proximal to one of the catheter exit sites.  The catheter was then cut and 1 cm was removed.  A hemostat was used to pull one of the catheter ends through to the incision site.  A second collet was used to connect to the two pieces of catheter.  The site was closed. It was noted the event was related to the implant procedure. The issue resolved without sequelae on (B)(6) 2022.